Event description:
It was reported that an altitude alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received tips from technical support to prevent future altitude alarms, replaced the cartridge, and the pump resumed normal operation.